Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that insulin pump alarmed button error. The alarm was unable to be cleared. The customer's blood glucose was 14 mmol/l. The customer was using manual injections. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.